Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient went out to lunch with a friend. While walking, the cgm was 69 mg/dl. He was unable to check a bg for comparison since he was out. After lunch, his friend drove him home and his wife noticed he looked tired, woozy and weak. She called 911 adn when paramedics arrived, they checked a bg and it was 20 mg/dl. It is unknown what the cgm was during that time. The patient was unsure of what treatment was provided to him (either an IV drip or glucose paste). He was also provided a peanut butter sandwich by his wife and half a glass of milk. Two hours later, he checked his bg and it was 215 mg/dl, the cgm reading was unknown. At the time of the report, the patient was doing fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.